Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint#: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 6 broach, broach attachment broke on the broach in the femoral canal when using kincise and matta broach handle from matta retractors tray. Surgical time was delayed 15 minutes. No patient consequences reported, and surgery was completed successfully.